Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cranial biopsy procedure, there were issues getting the biopsy needle to the camera on the navigation system. The site tried different angles and camera locations. In the end, the site was able to navigate the biopsy operation, but there were issues getting it in the camera field of view. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.